Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillators (crt-d) device was seen in clinic. Programming was performed to pace faster than the current rate to slow down ventricular tachycardia (vt). There were stored episodes of pacemaker mediated tachycardia (pmt) which were determined to not be true pmt rather the patient's slow ventricular tachycardia (vt). The patient had a sick heart, and the atrium appeared to be driving the rates. Ts recommended that recommended that the pmt algorithm to be programmed off and that the patient's atrial rate needs to be addressed by the following physician. This device currently remains in service. No adverse effects were reported. Additional information received indicated that the patient was seen in the clinic with the history of slow vt. During the visit in clinic, there was good capture on rv and lv leads. Technical services (ts) reviewed and stated that rv sense got close enough to the ap-sr that it falls into cross chamber blanking period [rv] and is functionally undersensed and there was functional loss of capture (loc). Ts stated that there was normal operation with just the product of the timing and the patient's arrhythmia. Boston scientific representative will be following up with the physician. No adverse patient effects were reported.